Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a defective alberran lever. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the distal end and the forceps instrument channel had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to corrosion on the wire. The device evaluation found the distal end and forceps instrument channel had foreign material. In addition, the evaluation found the following; due to adhesive peeling on the bending section cover, the insulation resistance value, at the distal end, did not meet the standard value, the distal end was shaved and had residual liquid, the water tightness of the forceps elevator was lost and had leakage, the glue between the distal end and the block was worn and had corrosion. It was recommended that parts be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Issue 1 (residual liquid/foreign material at the distal end) - based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage identified at the forceps elevator, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Issue 2 (gap at forceps elevator) - based on the results of the investigation and the information provided, the cause of the gap at the forceps elevator could not be determined. It is possible it may have occurred from physical or chemical stress that was applied to the distal end while the user was handling the device. The event can be detected/prevented by following the instructions for use: issue 1 - the olympus tjf-q190v reprocessing manual, provides detailed instructions for reprocessing the endoscope and accessories, chapter 5: reprocess the endoscope and chapter 6: reprocess the accessories. Issue 2 - the olympus tjf-q190v instruction manual, 3.3 "inspection of the endoscope" section, step 4: inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.